Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) with moderate levels of ketones. Customer's bg was 472 mg/dl at the time of the report. Pump supplies were changed multiple times. Correction boluses and insulin injections were used to treat elevated bg. Customer alleged pump was not delivering insulin properly and pump became hot while charging. There was no temperature alarm. Customer reverted to using manual injections for insulin therapy.